Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastroscope had no ultrasound image. This occurred during a therapeutic endoscopic ultrasound procedure. There was no delay and the procedure was completed with an olympus back-up device. There were no reports of patient harm.